Event description:
Caller reported a malfunction on the pump, which did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.